Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported performa system blood glucose result of 158 mg/dl at a time when the patient had symptoms of vomiting, diarrhea. Family called ambulance at that time. Ambulance meter result was "hi high to 600 mg / dl" within 10 minutes. She was hospitalized in intensive care with ketoacidosis attributed to urinary infection. A request was made for the return of the meter and strips.